Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experiencing hypoglycemia and insulin flow block alarm. Blood glucose level was 40 mg/dl and it treated with food. Customer did use auto-mode but was out of auto-mode due to occlusions at time of low blood glucose level. After treating blood glucose level was 300mg/dl and 313 mg/dl. Insulin pump will be returned for analysis.